Event description:
#Medwatcher #followup 1 #FDA mw5045218 #(B)(4). On (B)(6) 2015 I underwent a total hysterectomy salpingectomy, leaving my ovaries. It is one week to the date of my surgery. I am now (B)(6) years old and had to undergo a major surgery to relieve the symptoms I believe we're associated with the essure. I am happy to day that so far I am healing well and side effects have gone away do to the surgery (no longer will have a menstrual cycle). I never would have considered have a hysterectomy at such a young age. However the symptoms I was having were changing my life for the worst. I can say that my attitude and irritability has declined.

Event description:
(B)(4). After getting my essure implanted, I was happy that I finally had something to prevent me from having another child. I got the essure procedure done (B)(6) 2013. In (B)(6) 2014, I was on vacation with my partner. I woke one night with sudden flu like symptoms, ie: vomiting, hot-cold sweats, stomach pains and diarrhea. I was able to, after a few hours of these symptoms fall back to sleep. A few hours later upon waking, I had started my menstruation. I thought nothing of it and the flu-like symptoms did not return until the next month. Again, during the middle of the night, I woke with the same symptoms, after a few hours was able to go back to bed. Not until a few days later, did my menstrual cycle begin. Since (B)(6) 2014 until this date, that cycle has repeated itself. However, for several months, instead of flu-like symptoms I would have extreme pain and tenderness to my breasts. This would always happen a day, or several days before my menstrual cycle would begin. Now, once I would begin to bleed (this has began since (B)(6) 2014 that I recall) I would have such a heavy flow that I would, and still do, use a super plus tampon every 1 or 2. I would usually have to double up on both a tampon and a pad, as on several occasions I would bleed through destroying clothes and furniture. This heavy bleeding usually lasts 2 or 3 days of the cycle, while the other days are "normal". While having heavy bleeding, I would also experience large blood clots up to the air of quarters. The cramps associated with it are excruciating, at times crippling. It feels as if my ovaries are going to burst. The pains happen whether I am at rest or moving. I experience increased irritability and am much more emotional. The last few months have gotten to where it is effecting my job, having to call into work or go home early from work. I have just recently sought medical attention from my obgyn as I can not live my life like this anymore. I (and my family) have gone long enough dealing with this monthly cycle.